Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt states he's having his implant removed for normal battery depletion as well as the implant being uncomfortable. Pt reports he is having his ins removed for normal depletion as well as the reason he cannot sleep at night because of this. The device was explanted on (B)(6) 2021.